Event description:
Customer reported with an issue of noise is generated when applying the lr (left/right) angle. The issue found during an unknown event. Device evaluation found the image disappears when operating the ud (up/down) direction angle due to damage to image pick up unit ( image sensor cable).

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found the image disappears when operating the ud (up/down) angle due to damage to the image pick up (image sensor cable). Additionally, the following findings during device evaluation observed: scratches observed on the curved rubber, operation part , grip , angle lever, right/left lever, light guide connector, video connector, light guide cover due to external factors. Curved rubber (bending section) adhesive found missing. The angle fixing part of the operation part found loose. Watertightness not maintained due to holes in the video cable due to external factors (leakage noted). Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to image sensor unit, failures of the internal circuit board of the video connector, or failures of the video system center. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.